Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. Visual inspection showed a main coil, introducer sheath and delivery wire were returned for this complaint. The coil and delivery wire were interlocked. The device was returned inside introducer sheath. The coil was found kinked and stretched. Functional inspection of the delivery wire was done by advancing through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, due the stretched condition. It was pulled out backwards in order to release the main coil. Microscopic inspection of the delivery wire showed that the proximal end had a smooth surface. The interlocking arm was inspected, and no damage was found. The main coil zap tip had a smooth surface. The interlocking arm was inspected, and no damage was found. Dimensional inspection of the delivery wire revealed that the weld, wire arm and wire zap tip outer diameter were within specification. Dimensional inspection of the main coil number of distal fiber bundles zap tip and primary coil outer diameter were within specification except for the number of proximal fiber bundles which was 12 out of 22-32.

Event description:
Reportable based on device analysis completed on 07apr2021. It was reported that the coil could not advance the catheter. The target lesion was located in the moderately tortuous and non calcified duodenum. A 10mmx40cm interlock coil was selected for use. During procedure, another 10mmx40cm coil was advanced in the 0.040 inch non boston scientific hydrophilic catheter and was replaced with this coil. The same issue of resistance occurred so the catheter was replaced with another 0.040 inch non boston scientific hydrophilic catheter. Still, strong resistance was noted. A third 10mx40cm interlock was used, but resistance occurred again. The procedure was completed with a non boston scientific coil. No patient complications were reported. However, device analysis revealed that there were missing fiber bundles.